Event description:
According to the reporter, during a laparoscopic roux-en-y procedure, while suturing mesentery, suturing anastomosis stomach and jejunum, suturing jejunum to jejunum, the device had difficulties in toggling. As a result, the patient incurred very little tissue damage, the jejunum tore as the needle was being pulled out of the first bite. A new handle and needle were used in order to resolve the issue. The patient is alive with no injury.